Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that the cannula housing and connector plate of the infusion set unlock unintentionally. This has resulted in the cannula pulling out of the patient's body. No adverse event was reported. The infusion set was requested to be returned for product evaluation.